Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a manufacturer report is being submitted for each of the five devices involved. Ref MFR report #'s 9610825-2024-00498, 9610825-2024-00499, 9610825-2024-00500, 9610825-2024-00501, and 9610825-2024-00502. This report is for serial number (B)(6).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.